Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The reported 04.634.750s was concomitant for its sleeve breakage. Device history records was conducted. The report indicates that the: a DHR review was performed for: part number: 03.616.042, synthes lot number: 6995993, review location: monument, manufacture dates: 12/14/2012. The review of the DHR showed that there were no issues or nonconformances during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the matrix spinal system was applied for spinal canal stenosis at region from l5 to sacrum. During the procedure, the surgeon found the reported retaining sleeve was broken as a consequence in below; the surgeon once inserted the reported reduction screw to the patient in left s1 yet it was cut off. Accordingly the surgeon removed the screw and tried to equip it with the driver but without success. As for conformance, when the surgeon checked on the reported screw and sleeve, it was discovered that the tip of the reported retaining sleeve was broken and its fragment remained engaged with the screw. No surgical delay was reported. No adverse consequences were reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: the reduction screw also broke intra-operatively.this is report 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). Product investigation summary: the returned devices were sent for manufacturing evaluations where no definitive root cause was able to be determined. In both instances, the failures were determined to not be related to the manufacturing processes. The review of the device history records showed that there were no issues or non-conformances during the manufacture of the product that would contribute to this complaint condition. However, the following issues were addressed during the manufacturing evaluation: part 03.616.042.11 is the component directly involved in the failure. Manufacturing lots n1535, n1543, and n1566 were used in the assembly of the final product. All three (3) lots were made from the same material certification. The material and heat threat certifications fall within the proper specification limits for 17-4 ss and h900. Lot n1535: one (1) dimension recorded oversize for minor diameter of m6.5 x 0.75-3h4h thread. Specification: 5.501-5.688. Erroneous recorded measurement = 6.028 (0.34mm over high tol). Pitch diameter is measured at 5.992, which is smaller than the minor diameter. It is impossible for a pitch diameter to be smaller than a minor diameter. Lot n1543: one (1) dimension recorded oversize for pitch diameter of m6.5 x 0.75-3h-4h thread. Specification: 5.963-6.013. Recorded measurement = 6.028 (0.015mm over high tol). Lot n1566: parts manufactured to customer specifications. Conclusion: the reported field failure does not appear to be caused by a manufacturing issue. The out of specification dimension recorded would have made the wall thickness thicker at the thread, therefore, making it stronger. The actual dimensions of this particular part were not able to be measured due to some foreign material on the part. No other incidents have been reported involving product assembled using the manufacturing lots listed above. No manufacturing related issue was identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.